Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis session, leakage was observed from the cut at junction of arterial extension tube and bifurcate. The clamp was moved periodically. Nothing unusual observed prior to use. Flushing was done successfully. No other products being utilized with the device. There was no damage to the device¿s box or packaging. The product was still sealed upon receipt. Betadine was the cleaning agent used on the device and it was used to treat the insertion site prior to product placement. Chlorhexidine was the cleaning agent typically utilized to clean the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. The catheter was not repaired, no tego utilized, and no luer adapter issue. There was 5ml of blood loss. Blood transfusion was not required. No other intervention/treatment required as a result of the leakage. No medical intervention required to the patient. The catheter was removed and replaced with another product with the same type on the same day. The dialysis was successfully completed. There was no patient injury.